Event description:
It was reported that the patient came to the hospital with pain under the left shoulder blade and low blood flow. Low flow alarms were noted. Fluids were topped up and pump flow improved. After approximately 2 hours, the blood flow decreased again, and then cardiac arrest occurred. Cardiopulmonary resuscitation was performed. An autopsy was performed, which did not indicate the cause of death. The hospital said the pump may had been the cause and was asking for an evaluation of the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2: date of death corrected. D9 and h3: device return information corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. The file captured transient and sustained low flow hazard alarms from (B)(6) 2024. A specific cause for these alarms could not be conclusively determined through this evaluation. Power was ultimately removed from the system controller and the driveline was disconnected on (B)(6) 2024. On (B)(6) 2024, the controller was briefly powered on, and the driveline was reconnected to the controller, likely to download log files for review. No other notable events or alarms were captured. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief and apical cuff were not returned. The pump was returned with the cuff lock partially inserted, in the open position. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 1 of this document also provides an explanation of pump parameters, including pump flow. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. The IFU and the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook provide additional instructions regarding driveline. Furthermore, the IFU and patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 26jul2024 through 29jul2024. The file captured transient and sustained low flow hazard alarms from (B)(6) 2024 through (B)(6) 2024. A specific cause for these alarms could not be conclusively determined through this evaluation. Power was ultimately removed from the system controller and the driveline was disconnected on (B)(6) 2024. On 29jul2024, the controller was briefly powered on, and the driveline was reconnected to the controller, likely to download log files for review. No other notable events or alarms were captured. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief and apical cuff were not returned. The pump was returned with the cuff lock partially inserted, in the open position. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 1 of this document also provides an explanation of pump parameters, including pump flow. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. The IFU and the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook provide additional instructions regarding driveline. Furthermore, the IFU and patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.